Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ipg migration. The patient went under surgical intervention for autoreducing (mfg report reference: 1627487-2019-04819) and during the patient's revision, the ipg was found to be loose in the pocket. The ipg was replaced. Effective therapy was restored post operation.